Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced continuous glucose monitoring (cmg) inaccuracies and an adverse event. The sensor was inserted on (B)(6) 2017. The patient reported that on the night of (B)(6) 2017, their device suddenly made an alarm because their blood sugar fell below 80mg/dl. The patient ate 2 pieces of grapefruit and did not take their morning insulin syringe. The alarm came back and the patient ate again. After about an hour, their cgm was showing 66 mg/dl. The patient was not feeling well and took a finger stick that measured 540mg/dl. Additionally, patient reported further inaccuracies with the same sensor. Cgm was reading 400mg/dl compared to bg meter which read 174mg/dl. Patient did not report requiring medical intervention. No additional event or patient information is available.